Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The sample results did not fit the clinical picture of the patient. All e601 sample results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with (B)(6) for information related to the ft3 assay and refer to the medwatch with (B)(6) for information related to the ft4 assay. The customer stated that they had roche thyroid results for two other patients which did not fit the clinical picture of the patient. When samples from these patients were tested on an abbott analyzer, the results were comparable to the roche results. The customer did not provide any further information concerning these additional patients. The patient was diagnosed with hypothyroidism (most likely hashimoto's disease) in 2010 and was taking 150 ug of l-thyroxin. Based on elevated ft3, ft4, and tsh measurements of the first sample (dated (B)(6) 2017), l-thyroxin medication was halted on (B)(6) 2017. A second sample from the patient (dated (B)(6) 2017) showed a further increase of tsh, but lower ft3 and ft4. Based on these results, the sample was repeated on an abbott architect 1000rs analyzer. Discrepancies were seen when the e601 measurements were compared to the architect measurements. No adverse events were alleged. The serial number of the e601 analyzer was requested, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. The ft3, ft4, and tsh values obtained by the customer could be duplicated. Concerning the mathematical differences of the tsh values generated with different types of analyzers, assays from different vendors can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.